Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g4,g7,h2,h6,h10 the lot # 3000325420 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm), when preparing the heartstring, they followed the instructions and pulled the delivery device out of the loading device, only to find that the seal was not properly loaded into the tube of the delivery device. No peeling/cracking of the seal was observed. Therefore, prepare other heart strings and set them in the same way. This time they were able to set it up without any problems and use it as is for surgery. There was a delay of about 2-3 minutes because we needed to prepare for the second run. Because the problem occurred during the preparation stage, there was no impact on the patient.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.